Manufacturer narrative:
Additional information has been provided in d.10, g.1, g.2, h.6 and h.10. The company service representative examined the system and replicated the reported event. The nonconforming pneumatic module was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming pneumatic module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the port to extract gas works intermittently and vitrectomy port is not working. Additional information has been requested.